Event description:
Received mi angled acetabular inserter--when taken out of the package pieces would not separate. Received(B)(4) 2014 from depuy on invoice (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.